Event description:
A report was recceived that alleges that the tracheostomy tube required removal and was replaced with another trach tube. It is alleged that after several days in situ the suspect medical device caused the tissue just inside the patient's stoma to become irritated and indurated requiring replacement. The irritation resolved after 1 to 2 days.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.